Manufacturer narrative:
(B)(4).

Event description:
It was reported that while out of the country, the patient presented to the hospital for unknown reason with device in backup vvi reset mode. A successful device download was later performed. The device was re-interrogated and found to be functioning normally after the process. The patient was asymptomatic throughout. Patient recalls a cat scan approximately one month prior to the bvvi timestamp. No other sources of emi could be identified. The patient will continue to be followed normally upon return to the u.s.